Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Report late due to transition from vmsr program.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that the keypad buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-oct-2019 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the contrast key was found to respond appropriately. The down, up and ok keys were found to be unresponsive. The audio bolus button cover was removed, and the pump was opened with moisture corrosion found on the bolus button contacts only. The keypad cover was opened, and contamination was found under the key contacts. Investigation was unable to test the audio bolus button response due to the keypad not responding. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.